Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3887-33, lot# 0209802255, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3887-33, lot# 0210613457, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient's leads were defective and broken. The patient did experience a return of symptoms. The cause of the broken leads was unknown. Impedances were measured and found to be high. No diagnostics or troubleshooting was done. A revision was done and the leads were explanted and replaced. The patient was alive with no injury and the issue was resolved.

Manufacturer narrative:
Device analysis for lead 0209802255 revealed no significant anomaly. Suspected body fluids in lead body, no performance impact. Device analysis for lead 0210613457 revealed the lead body conductor broken at anchor site. All conductors were broken 13.4cm from proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code belongs to lead (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.